Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. The customer's blood glucose (bg) level subsequently decreased to below 50 mg/dl. Customer drank (B)(6) and healthcare provider adjusted the max bolus setting to address bg. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. Customer acknowledged the information and confirmed the bolus may have been accidentally requested. Reportedly, the customer continued to use the pump for insulin therapy.